Manufacturer narrative:
The service provider received report from the end-user claiming they were in process of performing a transfer out of their manual wheelchair when the smartdrive device reportedly engaged a drive command. This reportedly caused the end-user to lose balance and fall to the ground where they reportedly sustained an fx to their left tibia. The service provider did not have any further data to share as he stated the end-user was not forthcoming to specific details. Review of client file indicates the smartdrive device is controlled with a speed control dial mounted to the wheelchair frame. The provider reports the speed control dial is currently inoperable, and they could not confirm the speed control dial acted in the fashion described when the event allegedly occurred, or if the end-user may have inadvertently activated the speed control dial during the transfer. As suspect speed control dial is not operating, permobil is unable to confirm the failure occurred as alleged. The dealer did note the end-user was instructed as to safe practice to turn off the control device prior to conducting transfers in/out of their wheelchair. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Reports while in process of performing a transfer from their manual wheelchair, the smartdrive mx2+ started to move which caused the end-user to lose balance and fall, resulting in an injury requiring medical intervention to address.